Manufacturer narrative:
Lot number not available at the time of this report. Device MFR date was not available as it is dependent upon the lot number. The medtronic rep confirmed that the issue has not re-occurred, confirmed that the clamp was put on loosely and moved immediately after the images were acquired.

Event description:
A medtronic rep reported an inaccuracy of 2-3mm on the thoracic anatomical landmarks immediately after doing their second run on images for navigation. A check of the open spine clamp for movement found that it was loose, causing it to shift at the angle it was resting. The surgeon decided not to do another spin because the o-arm was removed from the pt; opted to use 2-d fluoroscopy instead. Their previous spin for lumbar screw placements had gone perfect and navigation had been completely used up until this point, there was no impact on the pt outcome.